Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implant procedure with a new implantable neurostimulator (ins) that it was not possible to tighten the setscrew with the lead in place. Troubleshooting attempts were not successful in tightening the setscrew. It was noted that they worked for 35-40 minutes and the setscrew only spun in place. A new ins was used without incident and everything worked fine.

Manufacturer narrative:
Product ID neu_wrench_acc, product type accessory. The initial MDR was filed as MFR report # 3007566237-2013-00555. (B)(4). Analysis of the implantable neurostimulator (s/n: (B)(4)) found the setscrew was backed out too far. Analysis of the torque wrench found no anomaly. (B)(4).